Event description:
Rep reports that the patient needed to have her valve replaced because of a possible occlusion.

Manufacturer narrative:
Codman has received the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.